Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over the phone to address the reported event. The fse performed troubleshooting with the customer by having her clean the large syringe lead screw and lightly lubricating with triflow. The customer was then able to repower the device and resume operation without error. On (B)(6) 2016, fse followed up again to verify that the issue had not reoccurred. No further action was required by field service. The most probable cause of the reported event was fault/failure of the large syringe.

Event description:
On (B)(6) 2016, the customer reported receiving error 706 syringe l error with the g8 analyzer. The error occurred on start up. The customer attempted to troubleshoot by cleaning the coil under the large syringe but the issue persisted. The customer called technical support (ts) back to report they were still receiving the error. Ts instructed the customer to change the sample needle and to repower the device. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.